Manufacturer narrative:
Device is implanted in the patient.

Event description:
It was reported that a xia serrato screw broke the pedicle upon implantation into l2 intra-operatively. No device specific issues were reported. The procedure was completed successfully without surgical delay. There were no adverse consequences nor medical intervention.

Event description:
It was reported that a xia serrato screw broke the pedicle upon implantation into l2 intra-operatively. No device specific issues were reported. The procedure was completed successfully without surgical delay. There were no adverse consequences nor medical intervention.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, no adverse trends were identified. Initial report states that upon implantation of a serrato pedicle screw into the left l2 pedicle, the screw broke the pedicle. This bone damage intra-operatively was not confirmed. The x-ray provided was reviewed by clinical expert that could not identify the fracture of the left l2 pedicle. The device was implanted in the patient. No additional information was received regarding the product, procedure, patient, or event. Serrato surgical technique was reviewed: ¿intraoperative fissure, fracture, or perforation of the spine can occur due to implantation of the components. For increased bone purchase, use the taps to prepare the pedicle canal. After attaching a xia 3 handle, insert the tap into the pedicle and into the vertebral body. With the pedicle pathway prepared, and the proper screw diameter and length determined, insert the screw into the pedicle using the appropriate screwdriver. The serrato polyaxial titanium self-tapping screws have serrations to ease screw insertion. However, in most cases, tapping is recommended.¿ due to no additional information received regarding the patient or procedure a root cause could not be determined.

Event description:
It was reported that a xia serrato screw broke the pedicle upon implantation into l2 intra-operatively. No device specific issues were reported. The procedure was completed successfully without surgical delay. There were no adverse consequences nor medical intervention.